Manufacturer narrative:
The device was returned to olympus for investigation. During testing inspection of the returned device, it was found that the connecting tube had coating peeling. Due to a crack on the scope connector, water tightness was lost. Due to a chip on the objective lens, flare or ghost occurred. Due to damage on the charged coupled device unit, a foggy image occurred. The bending section cover had slack. The adhesive on the bending section cover had a chip. Due to wear of the angle wire, bending angle in the up direction did not meet the standard value. Due to a dent on the channel tube, forceps could not be inserted smoothly. Due to a dent on the channel tube, the channel cleaning brush could not be inserted smoothly. The electrical connector had corrosion. The bending tube was deformed. The connecting tube had a dent. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope experienced an image defect. It was unknown when the event took place. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was peeling of the insertion tube. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, a definitive root cause of the observed insertion tube coating peeling issue could not be determined, however, the issue was likely the result of physical stress - user handling/mishandling or external factors. The event can be prevented by following the instructions for use (IFU) which states: 3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.